Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level displayed as "high" (specific value not provided) with diabetic ketoacidosis on 4/25/2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on 4/27/2026 with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.